Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected, troponin I results were obtained from five different patient samples when tested using vitros tropi es lot 4200 on vitros 5600 integrated system. A definitive assignable cause could not be determined with the information provided. The customer was not processing any quality control (qc) fluids to verify the performance of the vitros tropi es reagent at any point of the reagent use. The higher-than-expected results were obtained on an expired calibration that had not been verified by the use of qc fluids. The customer is not following good laboratory practices and is not following the guidance in the vitros tropi es IFU to run appropriate qc fluids and to recalibrate every 28 days. Therefore, the absence of acceptable laboratory practices cannot be ruled out as a possible cause. Biorad qc fluids processed by an ortho laboratory specialist (ls) after the event were within biorad acceptable ranges. However, no control fluid with a troponin I concentration at, or below the url was processed. Therefore, the performance of the vitros tropi es reagent lot 4200 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. There is no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be completely ruled out as within run precising testing was not performed when requested. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to established if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Therefore, improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation contributed to this event, although this could not be confirmed. Lastly, the use of a chlorine-based floor cleaner in the laboratory cannot be ruled out as a contributor to the event. The vitros user guide instructs customers not to use chlorine-based cleaning solutions as they have the potential to cause erroneous results on the vitros system. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 4200. A definitive assignable cause for the event could not be determined. Email address for contact office above is (B)(4).

Event description:
A customer obtained non-reproducible, higher than expected troponin I results from five different patients using vitros troponin I es (tropi es) lot 4200 reagent on a vitros 5600 integrated system. Patient sample 1 result of 0.083 ng/ml versus the expected result of 0.013 ng/ml patient sample 2 result of 0.080 ng/ml versus the expected result of 0.013 ng/ml patient sample 3 result of 0.082 ng/ml versus the expected result of 0.018 ng/ml patient sample 4 result of 0.082 ng/ml versus the expected result of 0.014 ng/ml patient sample 5 result of 0.071 ng/ml versus the expected result of 0.013 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es results were not reported from the laboratory and ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complain number (B)(4).